Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was elevated. The level value was unknown and reported as being higher than 158. Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was found to be functioning as expected. The cannula was removed and no damage was noted. The customer changed the supplies and delivered a bolus via the pump to address the bg level. Reportedly, the customer had been using humalog in the cartridge for 3 days. The customer was to replace the cartridge with one from another box.